Event description:
It was reported the lead integrity alert triggered and the caller questioned why. It was determined the lead displayed short v-v along with non-physiologic non-sustained tachycardia (nst) cycles. The nst episodes showed double counting of wide qrs. Additionally, there was loss of ventricular capture, which was seen in real time on the electrogram. Following, it was learned the patient expired on the same day. The cause of death was obtained and listed as cardiac arrest.